Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 2/9/2021. Section h3: device returned to manufacturer: yes . Device evaluation: visual inspection using magnification was performed on the returned sample: the plunger and pushrod were observed in an advanced position. Residues of lubricating material were observed on the cartridge. The cartridge tip was observed deformed the lens was not returned. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, sex, weight, and ethnicity: unknown, not provided. Date of event is unknown. The best estimate time would be in (B)(6) 2020. If implanted; give date: lens was removed/replaced during the same procedure. If explanted; give date: lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Initially, the customer reported that a tecnis preloaded system is defective. It was unclear if the lens or the preloaded inserter was defective. Through follow-up, the customer clarified that the intraocular lens (iol) did not unfold and required removal from the patient's eye. There is no injury reported and no additional surgical intervention was performed during the initial procedure. No further information provided.